Event description:
It was reported that the pump touch screen was getting stuck on certain screens. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.